Event description:
Eleven months after implant, the neurostimulator battery was depleted and replaced. The pt was blind and elderly and was last seen in the clinic a month after implant. No pt symptoms were reported. 'Device usage was not clear.' In 2007, the device had been used 92% of the time. The device was not programmed to cycle. The following month, the device was programmed as follows 5+, 6-, 7+, amplitude 4.8 volts, pulse width 450 microseconds, rate 60 pulses per second. Two months later, the device was programmed as above except the amplitude was 5.3 volts. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete. The report was submitted late by the MFR's rep, retraining has been conducted.